Event description:
Subsequent to the initial MDR, additional information was provided on 05/31/2024. It was reported that the patient was in the hospital for more than 12 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H2: additional information. H6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient was experiencing an unknown sensor issue. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s sensor ¿stopped working¿ but the patient was unable to provide the exact alert message given. The patient was also wearing a tandem insulin pump. After the sensor stopped working, the patient started experiencing dizziness and weakness. The patient attempted to do a bg fingerstick, but the bg meter was showing an ¿e5 error¿ and they were unable to get a reading. The patient¿s mother brought her to the hospital. At the hospital, the patient¿s bg meter reading was 1000mg/dl. A urine test was also done on the patient and showed high levels of glucose in her urine. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with an IV insulin drip. At the time of report, the patient was stable but still in the hospital recovering. Data was received but is pending evaluation. A follow up report will be submitted upon completion. Data was received but is pending evaluation. A follow up report will be submitted upon completion.

Event description:
Data was provided for evaluation. The data evaluation indicates that a new sensor session was started on the evening of (B)(6) 2023 and following the 2 hour warmup period the patient was prompted to enter the first of 2 bg calibration values. After entering the initial value of 150 mg/dl the transmitter was unable to match a bg value to the value entered and the user was prompted to enter the bg values later. Approximately an hour later the user again entered bg calibration values and again the transmitter was unable to match these values. The calibration required prompt then reoccurred every 5 minutes until the evening of (B)(6) 2023 when the sensor began to experience temporary sensor failure followed by the sensor failing due to high counts aberration. Data confirmed sensor failure after warm-up on (B)(6) 2023. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).